Manufacturer narrative:
No service on the ventilator was requested. The user facility reportedly performed a pre-use check where the ventilator failed the flow transducer test. The expiratory cassette was replaced and the ventilator then passed the pre-use check. The expiratory cassette replaced by the user is only a measuring device in the ventilator and it measures the expiratory flow. One expiring battery was also replaced. The replaced parts was not returned for investigation. No ventilator logs were provided. The ventilator has been returned to clinical use. Since no replaced parts or ventilator logs were provided, the root cause of the event has not been determined.

Event description:
A facility medwatch report ref #0300380000-2021-8060 was received stating: ¿servo-I ventilator alarming and patient (pt) was not getting his tidal volumes, but circuit was connected. Pt bagged with bag-valve-mask while a circuit test was completed and passed. Pt reconnected and ventilator seemed to be working correctly. 10 minutes later, pt not getting volumes again and alarm showing "expiratory cassette disconnected" yet it was connected. Ventilator switched out for another vent, which is working without problem.¿ manufacturer¿s ref #: (B)(4).